Manufacturer narrative:
(B)(4). D10: 00875704202 42mm o.d size dd porous uncemented with multi-holes shell use with dd liners 63692517. G2: foreign: india. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00925. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner did not fix in the cup and the incorrect shell implants were inside the box. While fixing the liner, the patient's acetabular wall broke. The surgery was delayed two hours. The surgeon abandoned the case, and the patient will need another surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d9;g3;h2;h3;h6. The following section was corrected: d1. Product was returned and evaluated. A visual examination of the returned liner identified indentations, nicks, and gouges to the elevated rim side, anti-rotation scallops, elevated rim outer diameter, and spherical surface from attempted use. No other damage was noted to the liner. Visual review of the returned shell showed scratches, gouges, tool marks, and deformation from attempted use. Damage was noted to the rim face, anti-rotation scallop cutouts, taper wall, and inner spherical bottom. No other damage was noted. Complaint alleged the incorrect shell implants were inside the box. All four product identifiers were inspected to the print and the shell was found to be conforming to product identifiers listed. Overall height was also measured and met product specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined for the liner and shell not assembling. No problem was found in relation to the shell implant being the wrong size in the box, as the device was measured and conformed to the correct size specifications. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.